Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available. It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 184 mg/dl. Reportedly, customer continued using pump for insulin therapy.